Event description:
Pt was given medication via PICC line and felt something leaking on arm, pt pointed out hole in PICC line. PICC nurse paged to assess and confirmed hole present. Nurse voiced concern of pt possible messing with PICC line.